Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the bag broke when the specimen was retrieved. The incision site was extended by less than 3cm and the specimen was retrieved with the same device. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Distal end of specimen pouch was stretched, deformed and torn before the weld. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed condition may occur if the specimen pouch contacts a sharp object and subsequently rips under tension. If information is provided in the future, a supplemental report will be issued.